Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval did not reproduce the symptom undetected upstream occlusion. The symptom is considered confirmed, since it was discovered during baxter's functionality testing. The eval performed occlusion testing and performance testing, and the device passed all tests and operated within spec in relation to the symptom.

Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device failed to upstream occlusion test. The device failed to detect an upstream occlusion. There was no pt involvement.